Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery several times over the past week. The caller did not know the blood glucose reading. The customer stated that he experienced high blood glucose levels due to an occlusion or the no delivery alarm. He noted that the issue was resolved by a complete infusion set changed he declined troubleshooting for the no delivery alarm because he did not want to troubleshoot on the materials he was not going to use. He declined returning the infusion set and reservoir for analysis. Advised the customer to call when the alarm occurred to troubleshoot. Unable to troubleshoot for high blood glucose due to lack of tubing clamps. Assisted the customer with changing the beep preferences and advised the customer to call back to complete the high blood glucose troubleshoot. Nothing further reported.